Event description:
It was reported to medtronic minimed that the customer experienced short battery life on the insulin pump, with the battery depleting in less than a week. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and it was found that despite using a new aa lithium battery and confirming no excessive use or other contributing factors, the issue persisted. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the active current test and sleep current test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, low battery alarms occurred on (B)(6) 2026 13:11:00, (B)(6) 2026 05:30:00 and (B)(6) 2026 02:38:00 found in the history files or traces. Battery cycle 11.0 received the low battery alert (104) on (B)(6) 2026 13:11:00 faster than expected at 6.17 days. Battery cycle 10.0 received the low battery alert (104) on (B)(6) 2026 05:30:00 after more than 7 days at 7.67 days. Battery cycle 9.0 received the low battery alert (104) on (B)(6) 2026 02:38:00 after more than 7 days at 12.65 days. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case (minor). Customer experienced an unexpected power loss of less than 7 days per the pump history records. Charge/battery lasts less than expected was confirmed, suspecting hardware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.